Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product problem: at analysis the device shut down during testing and caused a system crash which gave no test results. The device was powered on at the bench and it displayed the reported error which confirmed the customer's original comment and it was attributed to the main printed circuit board being out of specification in an electrical manner. Analysis also noted that the display wire was pinched but the wire insulation was not compromised and that four case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. (B)(4).

Event description:
It was reported that the external pulse generator (epg) displayed an error code prior to being put into service. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Further analysis was performed on the main board. Visual inspection did not find any anomalies. Bench analysis found that after the electrically erasable programmable read-only memory (eeprom) was replaced, the device powered up normally. All tests then passed on the final functional tester. Additional analysis of the error log noted errors related to the reason for return. Conclusion: the eeprom was corrupted.